Event description:
It was reported that the catheter was fractured. The target lesion was located in the splenic artery. A direxion fathom-16 system was selected for use. During the embolization process with a coil, the catheter was noted to be fractured after the procedure on supra distal. The device was simply removed without any intervention. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the splenic artery. A direxion fathom-16 system was selected for use. During the embolization process with a coil, the catheter was noted to be fractured after the procedure on supra distal. The device was simply removed without any intervention. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was visually and microscopically analyzed for any damage. The device showed a fracture located 68cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fractured shaft was confirmed.